Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report not receiving low audio alerts on their g5 application, on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.